Event description:
It was reported that there are cracks in the insulin pump and doctor recommended that customer order a new pump. Customer also reported being hospitalized for high blood glucose levels. Customer's blood glucose at the time of hospitalization was 1710 mg/dl. It was reported that customer had a brain aneurysm, secondary to high blood glucose levels. Cause of hospitalization as per health care professional was diabetic ketoacidosis and a brain aneurysm. It was stated that customer took off the insulin pump at house before going to the hospital. Nothing further reported.

Manufacturer narrative:
Findings: unable to prime during prime/a33 alarm test due to faulty fsr(gold). Pump passed displacement test tests. Intermittent button response due to flattened dome switch on esc button. Cracked reservoir tube lip, cracked battery tube threads. Minor scratches on display window and cracked case near display window corners noted during visual inspection. Unable to perform occlusion and excessive no delivery alarm test due to prime anomaly. Pump downloaded properly.